Manufacturer narrative:
An event regarding a peg drill that could not be inserted into the patella template involving a all-poly patella drill w/stop was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection confirmed the reported event. The material analysis concluded that galling was observed at the inner-faces of the drill guides of the template and there was associated material damage to the drill shaft. These damages likely resulted in the reported difficulty inserting the drill into the template guide holes. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: not performed as medical records were not provided for evaluation. -device history review: review of device history records indicates the lot was manufactured and accepted into final stock free of discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the material analysis concluded that galling was observed at the inner-faces of the drill guides of the template and there was associated material damage to the drill shaft. These damages likely resulted in the reported difficulty inserting the drill into the template guide holes. No material or manufacturing defects were observed on the surfaces examined.

Event description:
The peg drill for patella could not be inserted into the template during the ope. Hole damage was confirmed.